Event description:
Pe-prove clinical study it was reported that vessel dissection occurred. In (B)(6) 2011, the subject presented due to stable angina and was referred for cardiac catheterization. The target lesion was a de novo lesion located in the distal left anterior descending (lad) with 80% stenosis and was 25 mm long with a reference vessel diameter of 2.25 mm. The target lesion was treated with pre dilation and placement of a 2.25x32mm promus element ¿ stent, following which there was a grade c dissection at the lesion extending distally. The dissection was treated with placement of 2.25 mm x 12 mm promus element study stent. Following this intervention, residual stenosis was 0%. Two days post-index procedure, the subject was discharged on aspirin and clopidogrel.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).